Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers 2.1 and 2.2 were not detected on bus. A field service engineer (fse) had replaced the retractor bands and module controller on these drawers already. Fse shut down the station, then replaced the drawer boards and reseated the main row board cable header. Fse reseated all the row board clips in the drawers. Then booted the station into the app. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 2.1 and 2.2 was not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient and resulted in a delay to the patient workflow, but the user was able to obtain the medication from the pharmacy. There were no adverse events or injuries reported based on this event.